Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular (rv) lead and competitor pulse generator exhibited inappropriate shocks due to oversensing and noise. The system was explanted and replaced. No additional adverse patient effects were reported.